Event description:
Complaint description: a hospital nurse/educator reported that a metal jaw fell off a surgical forceps into a patient's bladder during a procedure. When an olympus sales representative visited the hospital, he observed that the metal jaw was intact and that the break was at a joint on the shaft above the jaw. A metal fragment was successfully retrieved and there were no adverse reactions associated with the occurrence.